Event description:
It was reported that multiple noise events were observed on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation was breached in-vivo and had a depression. It was noted that the defib conductor was obstructed with blood, and the outer insulation was breached in-vivo and was kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc, implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.